Event description:
I noticed a smell when I took off my CPAP mask in the morning. I recently saw where this model is defective and emits a chemical. It may have been happening sooner, but I did not notice it. I do not have the test date and reference information.